Event description:
Device malfunction: none. Time of symptoms/ae: post procedure. Symptoms/ae: pseudoaneurysm. The following event was noted through a periodic article review. It was reported that 133 days post endovascular abdominal aortic repair, using the preclose technique with a proglide device, to close an arteriotomy with an unspecified sheath size ranging from 12-24 fr, the patient experienced a late pseudoaneurysm. The patient presented with enlarging, but asymptomatic pseudoaneurysm on his first postoperative CT scan obtained. The patient had an immediate surgical conversion, and repair of the femoral artery, with a prosthetic patch angioplasty after a failed preclose attempt using a polytetrafluoroethylene (ptfe) interposition graft. The author commented that the event was not related to the closure device. Though requested, no additional information was provided.

Manufacturer narrative:
This report involves a case noted in an article. The device was not available for analysis. The lot number was not identified, therefore, a device history record review could not be performed. Because the device was not returned, no root cause can be determined. Per the device instructions for use, "the perclose proglide 6f suture mediated closure system is designed for use in 5f to 8f access sites." Attachment: w. Anthony lee, md, et al; "midterm outcomes of femoral arteries after percutaneous endovascular aortic repair using the preclose technique". Journal of vascular surgery 2008; 47:919-23. See scanned pages.